Manufacturer narrative:
Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic patient results due to rate reverse reaction error on multiple chemistries on their au480 clinical chemistry analyzer. The customer questioned the two (2) patient samples on glu, bun, crea, alp, alt, ast, and lip. The erratic results were not reported out of the laboratory. The patient samples were repeated and with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for two (2) patients. Glu - glucose, bun - blood urea nitrogen, crea - creatinine, alp - alkaline phosphatase, alt - alanine aminotransferase, ast - aspartate aminotransferase, lip - lipase.

Manufacturer narrative:
The customer performed their own troubleshooting and replaced the photometer lamp to resolve the issue. Analyzer resumed normal operation.